Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's husband that the omnipod personal diabetes manager (pdm) charging cord and controller were found to be hot while charging and the devices had melted at the charging port. Patient's husband reported the pdm would also not charge. The charging cable provided with device was not being used to charge the device. The patient's husband was advised that the charging cable provided with the device should be used. No impact to the patient's blood glucose levels was reported. The patient did not experience any harm or require medical treatment due to thermal issue. The pdm was replaced.

Manufacturer narrative:
The case description states that the controller became very hot when trying to charge it and the controller melted a bit. It was reported that the original charger was not working, so a different charger was used which resulted in the reported thermal event. The charging cable and charging adapter were not returned with the controller. Visual inspection of the returned controller found evidence of thermal exposure. Inspection of the charging port of the controller found the plastic around the charging port to be warped and damaged. Damage was also observed inside the charging port to the internal connector, and debris was found inside the charging port. The back cover and second interior back cover were removed and inspected for signs of fluid ingress, and no evidence of fluid ingress was observed. Android log files from the date of occurrence were not available in the cloud system. The controller was unable to turn on. Charging was not attempted, and logs were not pulled from the controller due to the thermal damage to the charging port. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. Due to the transient nature of small shorts that cause these events, which often result in the elimination of the evidence due to the heat generated, no further investigation is possible or necessary.